Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced after displaying high thresholds. No additional adverse patient effects were reported. The lead is not expected to be returned as it was disposed of at the hospital.